Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This ICD remains in service. No adverse patient effects were reported.

Event description:
This report has been identified as duplicate to report # 2124215-2018-07231. Please refer to report # 2124215-2018-07231 for the most updated information on this investigation.